Manufacturer narrative:
In this case, the reported difficult to remove- cds/sgc, difficult to open or close - clip close ¿ inability and difficult to open or close ¿ clip jumping during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and the analysis of the returned device, a cause for the reported difficult to remove the tcds/clip from the tsgc associated with the clip getting caught on the tsgc (triclip steerable guide catheter) soft tip and attempts to retract the clip inside the tsgc while it was caught on the soft tip, cannot be determined. The observed hinge pin disengagement resulting in clip jumping open and inability to close the clip, however, appears to be due to procedural conditions associated with tension that was placed on the device due to the clip becoming caught on the tsgc soft tip and the force that may have been applied when attempting to pull / retract the clip into the tsgc (difficult to remove). Surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation with a grade of 4. An xtw clip was inserted. Due to the patient's anatomy, steering was limited. Therefore, the physician decided to retract the clip back into the right atrium. An attempt to pull the clip into the triclip steerable guide catheter (tsgc). However, while pulling the clip, it sprang open and could no longer be closed. The clip was pulled into the femoral vein and surgically removed. After removal of the devices, it was observed that the soft tip of the tsgc was indented. Tr remained a grade of 4. There was no clinically significant delay in the procedure.